Event description:
The device was found to be in hwvvi reset. It was noted that the patient underwent a 6 hour rf ablation procedure where electroanatomical mapping and external defibrillation therapies were delivered. The patient was admitted for remote monitoring and external defibrillation support. Once the patient's condition stabilized, the device was explanted and replaced.